Event description:
The procedure was to treat a calcific lesion in the distal sfa. Access was gained with an 035 wire. The 4.0 x60 rapidcross was selected and crossed lesion after the 035 wire was replaced with an 014 wire. The rapidcross balloon was inflated to 16 atm (rated burst pressure is 14). The balloon ruptured and there was blood in the endoflator. Removal of the rapidcross balloon was attempted unsuccessfully. The balloon and wire had to be removed together, losing wire position. However, the distal balloon "accordianed" in place and the shaft broke off just distal to proximal marker of the balloon. The shaft was removed with small portion of the proximal balloon attached. The proximal marker band came off the balloon and became embedded in side branch. A wire would not cross accordianed balloon, therefore a wire was passed subintimally and covered stent was placed. No limitation to distal flow.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the guidewire loaded in the rapidcross would not advance in either direction. Approximately 14mm of proximal balloon chamber material remained on the device. The radial burst is located approximately 165cm distal of the distal tip of the strain relief. Approximately 5cm of balloon material, proximal balloon marker band, distal balloon marker band, and distal tip were not returned with the device. Approximately 171.3 cm of dilatation catheter was returned. The guidewire lumen exhibited stretching / necking down onto the guidewire. The initial reports states that the rapidcross was used to treat a calcified lesion and was inflated to 16 atm rated burst pressure is 14 atm. The complete device was not returned: two marker bands, distal tip, and distal balloon material were not returned.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.the instructions for use advise, "balloons should not be inflated in excess of the rated burst pressure." The initial report stated the balloon was brought to 16atms, while the rated burst pressure is 14atms.